Event description:
It was reported that during a gastrectomy procedure, the staples were malformed in the middle of the staple line. Unknown how the procedure was completed. There was no pt consequence.